Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the user has experienced an issue when doing ECG where traces have dotted lines in between. The patient outcome was stable transfer. There was no impact to the patient. The customer had to re-do the monitoring. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. A philips field service engineer evaluated the device and the reported problem could not be replicated after troubleshooting. A philips product support specialist reviewed the device log files and found the ECG function of the device was working as intended. This investigation is pending the philips review of the patient event file. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the user has experienced an issue when doing ECG where traces have dotted lines in between. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. A philips fse evaluated the device and the reported problem could not be replicated after troubleshooting. A philips product support specialist reviewed the device log files and found the ECG function of the device was working as intended. A philips clinician reviewed the provided patient event file, however, there was no visible ECG tracing throughout the case. Based on the information available and the evaluation conducted, the cause of the reported problem was not found. The reported problem has not been confirmed. The device was found to be operating per specifications and functioning as designed. The device has not been returned to philips for further review. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the user has experienced an issue when doing ECG where traces have dotted lines in-between. The patient outcome was stable transfer as reported by the customer. There was no impact to the patient. The customer had to re-do the monitoring. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the user has experienced an issue when doing ECG where traces have dotted lines in between. The patient outcome was stable transfer as reported by the customer. There was no impact to the patient. The customer had to re-do the monitoring. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. A philips fse evaluated the device and the reported problem could not be replicated after troubleshooting. A philips product support specialist reviewed the device log files and found the ECG function of the device was working as intended. Pending philips review of the patient event file. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: this report has been updated from product problem to serious injury. A follow up report will be submitted upon completion of the investigation.